Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the venous luer connector of a prismaflex m100 set ckt was broken. This was noted after the operator had infused patient blood into the circuit and was ready to connect to the venous connector. The treatment had not started. The blood in the circuit was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the cone of the male luer connector of the return line was cracked. The reported condition was verified. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.